Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a "no disposable" alarm. The pump settings were reviewed and then instructed to stop and reset the device but the alarm persisted. No additional troubleshooting was done, pump was turned off, and tubing was clamped. No adverse patient effects were reported by the customer.. Res vol 11.7ml, rate 2.3ml, given 93.30.